Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician thought that the stylet issue might have been due to the lead's inner lumen having something wrong with it.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician stated that the "lead behavior was not normal." There was placement difficulty, suspect to the patient's anatomy. It was further noted that the lead stylets "kept bending and the lead was not able to be advanced past the tricuspid valve." The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.